Event description:
It was reported the patient had a loss of therapeutic effect starting the day prior to report. It was stated the patient was going to the bathroom more frequently. It was noted the patient saw an estimated replacement indicator (eri) screen on the patient programmer. It was stated the patient did not use their patient programmer often and therefore did not know how long the eri had been displayed. It was reported the patient's implantable neurostimulator (ins) was showing on. It was later reported an end of service (eos) or end of life (eol) message was seen based on interrogation by nurse in (B)(6) 2012. It was stated the patient had no therapy since having their implant and still had to use pads. It was noted the patient thought they got relief from the trial but wasn¿t really sure. Additional information stated the patient had a battery replacement on (B)(6) 2012. It was reported that the previous device ¿died¿ 6 weeks prior. It was later reported the patient was told their implantable neurostimulator (ins) battery would last about 9 years, but it had been almost 3 years and needed to be replaced.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v454986, implanted: (B)(6) 2010, product type lead; product ID 3037, serial #(B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).